Event description:
It was reported that air bubbles were observed within the canister. Reportedly, the customer was using cold insulin. Tandem technical support educated the customer regarding cold insulin use. The customer continued to use the same cartridge for insulin therapy. There was no adverse impact to customer¿s blood glucose level.

Manufacturer narrative:
H10:the cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.